Event description:
Consumer complaint of lo blood glucose result. Expected fasting blood glucose test result range is 101 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from trueresult meter to another meter. Back to back blood test produced test results of lo using trueresult meter and 135 mg/dl using other meter. Verified storage of product is within instructed spec. Test strip lot manufacturer's expiration date is 06/18/2016 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date / time not set): 1: lo, (B)(6) 2015, 12:01 pm, fasting: no; 2: lo, (B)(6) 2015, 07:53 pm, fasting: no; 3: 119 mg/dl, (B)(6) 2015, 08:58 pm, fasting: yes; 4: 115 mg/dl, (B)(6) 2015, 07:54 pm, fasting: yes; 5: 96 mg/dl, (B)(6) 2015, 04:48 pm, fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with "lo" results. Black chemistry observed. Most likely underlying root cause of malfunction: improper storage, exposure to humidity.